Event description:
Additional information received from the consumer via a manufacturer representative (rep) indicated the implantable neurostimulator (ins) was overdischarged. The patient had not charged in over 16 months. A trickle charge was scheduled for next week.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that their neurostimulator had not charged for 5 weeks. The patient reported being frustrated, upset, disappointed and obviously in severe pain or they would not have the device. The patient requested advisement on how to receive immediate response, service, and a functional neurostimulator. Relevant medical history includes spinal pain. No outcome or cause of the implantable neurostimulator (ins) was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.